Event description:
The customer is requesting assistance in determining if alarms sounded properly during an event. The pt expired.

Manufacturer narrative:
(B)(4). The customer is requesting assistance in determining if alarms sounded properly during an event. The pt expired. The customer reported that a pt had a critical event and that alarms were occurring for 8 mins before the caregiver knew about the condition of the pt. The clinical unit has monitor technicians watching the monitors and the tech did not remember silencing alarms. The customer requested log analysis to understand the events that occurred. Logs were collected by field service engineer. The logs were reviewed and revealed that the pt had a brady alarm at 02:32 that was silenced within 5 seconds at the central monitor. Add'l critical alarms occurred which were silenced at the central with some alarms being suspended. The nurse manager was contacted with the investigation results. The available info does not support that any product malfunction occurred. We will consider that the device was a factor based on the fact that alarms were silenced though the caregiver was not immediately aware of the condition of the pt and a delayed response to the pt occurred. Device labeling (instructions for use/ IFU) adequately describes alarm behavior when the alarm is silenced and when the alarm is suspended. The available info from this report and from trending for this issue does not support that this issue represents a malfunction or a systemic, design, or labeling problem. No further investigation or action is warranted.